Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The incident occurred during preparing to travel in an ambulance. According to the therapy specialist dated on 2020-03-03 "the customer was unable to identify the impacted units by serial number, so no service call was placed." The unit was not serviced by a technician. The customer was told again the rotaflow should not be used for transport as stated by the therapy specialist dated on 2020-03-03. The device is still in use. The most probable root cause for this issue is user error. According to rotaflow IFU (instructions for use / 3.3 / en / 10, page 10, chapter 2.1.4 inended environment) the rotaflow system is intended for use within clinical institutions. The rotaflow console is not designed for transport in an ambulance. The reported failure "switched from ac power to battery power in ambulance" occurred during preparing to travel in an ambulance and could not confirmed. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from the us that while preparing to travel in an ambulance the rotaflow once plugged into the vehicles power, changed to battery mode. The unit was not attached to a patient. Complaint ID: (B)(4).